Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touch screen was unreadable. Reportedly, the bottom of the screen was black and the graphics and text were not visible. Customer's blood glucose was 120 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.